Event description:
It was reported that the unit is "not regulating temp and not recognizing when there's water".

Manufacturer narrative:
(B)(4). Additional information received from the customer indicates the issue was detected prior to use on a patient. The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. Air flow was supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption or functional anomalies for ~1.0 hour. The temperature remained stable between 36.9 c and 37.1 c for the duration of the bench test; this margin of error is within normal operating range. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies. Corrected data: corrected data: section f.10.-health effect clinical code corrected to 4582. Section f.10.-health effect impact code corrected to 2645. Section h.6.-health effect clinical code corrected to 4582. Section h.6.-health effect clinical code corrected to 2645.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73f210004n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the unit is "not regulating temp and not recognizing when there's water". Unknown where issue was first observed. Unknown patient condition at time of report.